Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced and inflated twice at 10 and 18 atmospheres (atm) respectively. However, during the third inflation at 20 atm, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.